Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor cause of failure due to missing applicator. The reported event of a detached cannula could not be confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted at the abdomen on (B)(6) 2019. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.